Manufacturer narrative:
This report is submitted on july 18, 2019.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit with device use; subsequently the device was explanted on (B)(6) 2018. The patient was re-implanted with another manufacturer's device.